Event description:
A falsely elevated ctni result of 1.96 ng/ml was obtained. The test was repeated on an alternate instrument and a value of 0.09 ng/ml was obtained. The sample was respun and repeated on a third instrument with a result of 0.00 ng/ml. The elevated result was not reported to the physician. Analysis of instrument data and sample indicates sample integrity issues.